Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 6119578. Medical device expiration date: 11/30/2017. Device manufacture date: 04/28/2016. Medical device lot #: 6210614. Medical device expiration date: 02/28/2018. Device manufacture date:07/28/2016. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® c&s transfer straw kit had a additive labelling discrepancy. No report of medical intervention or serious injury.